Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a subtotal gastrectomy procedure, the staples fired but did not bend. The surgeon hand sewed the staple line closed. Surgery was prolonged 10 minutes. Another device was used to complete the case. There were no adverse consequences to the patient. Patient is reported to be fine.